Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis and high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 600mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer was treated with manual injections. The customer also reported issues with no delivery alarms. Troubleshooting occured. No additional information was provided.